Event description:
An authorized distributor reported that the cusa clarity 36khz handpiece (c7036) had uncontrolled irrigation, even when low settings were configured. The handpiece was replaced to understand exactly where the problem was, as initially it was thought the issue was with the console. The procedure was then completed, but there was surgical delay of more than 30 minutes while they were trying to identify exactly what the problem was. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.